Manufacturer narrative:
(B)(4). D10 ¿ associated products item: 650-1057. Item name: cer bioloxd option hd 36mm. Lot: unknown. Item: unknown. Liner item name: unknown. Liner lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00329. 3002806535 - 2023 - 00331. Visual examination of the returned product identified that the item and lot numbers etched on the sleeve and head are supplied numbers not the zimmer biomet allocated lot numbers. The sleeve has damage to the face and outside area. The head exhibits extensive metal transfer. Without the patient labels indicating the zimmer biomet lot numbers, it has not been possible to identify the device history records therefore a review of the device history records could not be performed. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that revision surgery due to unknown reason was performed. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following section was corrected: d4 - primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.